Event description:
It was reported the atrial input jack was broken. The epg (external pulse generator) was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the atrial output connector was broken. Analysis also found the lower case was broken and both bail covers were cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.